Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular capture management was turned off because the patient had diaphrammatic stimulation. The vcm threshold had gone from 0.875v at 0.4ms to 5v at 1ms. The patient is not pacemaker dependent. The device remains in use. No patient complications have been reported as a result of this event.